Manufacturer narrative:
Concomitant medical products- model: 407645, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed out-of-range/high pacing impedance and oversensing noise. A lead fracture was confirmed. The lead was extracted and replaced. No patient complications have been reported as a result of this event.